Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence with a device placed more than 20 years ago. It was said that there was a fluid leak as consequence of a split in tubing half near the pump. Also, it was said that the pump was riding too high in the scrotum, causing discomfort. All components were removed and replaced with a new device. No patient complications were reported.